Event description:
It was reported that the insulin pump buttons were unresponsive. No further information provided.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to moisture damage on keypad traces. Insulin pump had broken reservoir tube lip, cracked reservoir tube window, cracked belt clip slot at battery tube threads area, cracked battery tube threads and cracked case at display window corner.